Manufacturer narrative:
The insulin pump was received unable to prime during the prime test and alarmed motor error during the basic occlusion test due to faulty force sensor resistor. The motor passed the motor test. The drive support disk was inspected and no anomaly was noted. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm and insulin squirted out during manual priming. Customer also reported that the drive support cap was protruding. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.